Event description:
It was reported that the merit 3-way stopcock connection became loose from an inflation device during placement of a stent. There was no reported harm or injury to the pt.

Manufacturer narrative:
Conclusions: a f/u report will be submitted when the investigation is complete.